Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels. Contact did not provide a bg value. Contact stated that elevated bg levels are due to adjusting the pump settings without guidance from the customer's health care professional. Boluses were delivered to bring bg levels back to target range.

Manufacturer narrative:
T:slim g4 user guide states, "only your healthcare provider can determine and help you adjust your basal rate(s), insulin-to-carbohydrate ratio(s), correction factor(s), blood glucose (bg) target, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes."